Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarm and that battery longevity was very short. It was reported that battery only lasted one day. Customer's blood glucose was 400 mg/dl. While attempting to troubleshoot, caller became agitated and stated that she would deal with the issue or call back to speak with someone else. Troubleshooting was not performed.